Event description:
Customer reported the system displayed overload and charger failed errors. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, performed a filament calibration, and adjusted the 5v power supply. System operates as intended.